Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption and a unidentified malfunction alarm occurred. Customer's blood glucose was 446 mg/dl. Tandem technical support assisted customer with resetting the pump to resolve the issues. Reportedly, the customer continued using the pump for insulin therapy.